Event description:
It was reported by the rep that the device was used during a thoracotomy with biopsy. It was reported the scrub technician was holding the left lower lung with a clamp. When the surgeon positioned the linear stapler on the tissue, the lung tissue began to tear when the device was closed. The surgeon began to fire the device but the fire knob would not advance after a little forward motion. The surgeon applied more pressure and then the knob broke off. The lung tissue was torn because of the sudden motion. The surgeon had to make a larger incision to regrasp the lung and to finish the surgery using the ax55 stapling device.